Event description:
On 6/10/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 6/9/24. It was reported that the user's mother discovered the user face down on the floor, bleeding from their mouth. The user also experienced damage to their head as a result of the fall. The user was reported to be in intensive care. On 6/27/24 a beta bionics customer care agent followed up with the user about the event. The user's blood glucose levels dropped to 38 mg/dl. The user's mother had to call paramedics who administered IV glucagon. The user reported experiencing a diabetic coma for 2 hours.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after the initial device set up on 6/3/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without data from the device or additional information from the user about what precipitated the hypoglycemic event, performance of the device during the event cannot be assessed and the cause of the event cannot be determined.